Event description:
A surgeon reported an infant with an inflammatory reaction following bilateral intraocular lens (iol) implant surgery. The surgeon reported at the time of the original surgical procedure, a lensectomy and anterior vitrectomy were performed. The surgeon reported the infant developed synechia following the iol implant surgery. A pupiloplasty was performed. The infant had been treated with medications. An ophthalmic viscoelastic device (ovd) not approved for use with this iol, was used during the surgical procedure. In a follow up, the surgeon reported that the event continues. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 05/04/2009, 05/05/2009, and 05/21/2009 by phone, fax, and mail. A completed questionnaire was received on 05/13/2009.